Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was given to address bg.